Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: synthes sales representative. Investigation summary: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2018 due to non-union. Upon extraction of a trochanteric femoral nail advance (tfna), a tfna nail broke at the interface of the blade during removal and it was revised with an application of a proximal femur plate. There was no surgical delay. Surgery was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot# unknown, quantity unknown); unknown locking screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: product code, common device name. Date of explant. Therapy date. Initial reporter facility, address, and telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.